Manufacturer narrative:
Section e1: initial reporter email address has been updated.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have received items in a sealed box. Per customer, it meant to be a box of 10 but only 6 catheters were found inside the box, the other 4 individual package were sealed without any catheter in the package.

Manufacturer narrative:
The device history record (DHR) for lot 24c101fhx was reviewed and no anomalies related to the reported issue were observed. A picture was received for evaluation and the reported condition was observed. A root cause analysis indicated that this occurred during manufacturing process. Manufacturing personnel were notified of this complaint for awareness and all information received will be used for tracking and trending purposes.